Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an esophagectomy at the 3rd firing of the device, the button was pushed till to the state that the jaws could be completely closed before the fire, the jaws were in the condition that open rather than parallel. For this reason, at the gastric tube creation in abdominal cavity, in order to check the resection line of anterior and posterior gastric walls in the condition that stomach was clamped with the reload, when moving the stomach in the condition that it was clamped, the clamped line shifted. 8 reloads were used, all the jaws were in the condition that it open rather than parallel. The procedure was completed with another device. There was no patient injury.